Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys ft4 ii assay (ft4) and the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). The customer complained about the ft4 value since results had been "varied". The tsh and ft4 results did not compare to results obtained with the architect method. The sample was provided for investigation, where it was tested on a cobas 8000 e 602 module (e602) on (B)(6) 2017 and on a cobas e 411 immunoassay analyzer (e411) on (B)(6) 2017. When comparing results between the e602 and e411 analyzers, the elecsys ft3 iii (ft3) results were also found to be erroneous. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial number was (B)(4). The e602 analyzer used for investigation was serial number (B)(4). The tsh reagent lot number used on this analyzer was 215131, with an expiration date of september 2017. The e411 analyzer used for investigation was serial number (B)(4). The tsh reagent lot number used on this analyzer was 215131, with an expiration date of september 2017. All tsh values are above the normal reference ranges of the respective assays. A root cause could not be determined because there was no additional patient sample volume available for further investigation. An interfering factor may be present in the sample, that either affects the assays from abbott or roche diagnostics. A general reagent issue could not be detected.